Event description:
Adverse event(s): "phaco burn" (burn, corneal). Product problem(s): "no device problem reported" (no known device problem). The surgeon reported, he has had about 3 pts with phacoemulsification burns in the past. He stated, he had always attributed them to hard cataracts. He was able to treat the cases by using sutures, medication and patience. Additional info was requested. Additional info was received. The surgeon reported the incisions could always be closed using a nylon 10.0 suture that are removed after one or more weeks.

Manufacturer narrative:
A sales representative visited with the surgeon to discuss the case. The sales representative recommended in the case of a small incision, not to try going after all pieces, but to use the manipulator to bring the pieces to the tip. The doctor agreed to try and pick up this method. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (6) health devices, hazard update: (B) (6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).